Event description:
It was reported that the iab was inserted in the cath lab. The pt was transferred to the ccu and within 24 hours a balloon rupture was suspected. Because of this, the iab was removed. A replacement was not indicated. There were no associated pt complications.